Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery (lot 18061-0020-p) was completely dead and would not charge in the mrx device or cadex charger. Furthermore, the customer tried charging the battery in multiple cadex devices but the issue remained. There was no patient involvement.